Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported string broke upon removal of the tampon. She was able to manually remove the tampon. She is feeling fine. Multiple attempts have been made to obtain further information. No further information has been received.